Event description:
A customer observed discordant results on a patient sample between the vitros psa assay and multiple other assays. It is unknown whether the results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event indicated that the issue was restricted to one patient sample. Datalog analysis was not possible, as the files provided did not cover the results in question. Information on instrument maintenance and details about the event have been requested from the customer, but have not yet been received. The root cause of the discordant results is unknown.